Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
On (B)(6) 2025, an integrity test was performed due to a slight reduction in the user's audiological performance and the presence of fns on the first four channels. According to new information the user was reimplanted on (B)(6) 2026. Prior CT imaging has showed 3 extra cochlear basal channels.